Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead fractured. It was noted that the lead was implanted after the use before date. The lead was capped. No patient complications have been reported as a result of this event.